Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor cause and check therapy pad messages) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, during the investigation of a monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor was unable to complete essential performance testing and would not power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the damaged connector was excessive force. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and the patient received check therapy pad messages.